Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat enterocele, rectocele and vaginal prolapse. It was reported that following insertion the patient experienced pain, infection, erosion, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent removal of posterior mesh with vaginoplasty, anterior colporrhaphy on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh resection, repair of vagina and vaginal block for 45 minutes on (B)(6) 2014 by dr. (B)(6) due to pelvic pain, fibromyalgia, and vaginal mesh erosion at (B)(6) hospital.

Event description:
It was reported that patient underwent mesh resection, repair of vagina and vaginal block for 45 minutes on (B)(6) 2014 by dr. (B)(6) due to pelvic pain, fibromyalgia, and vaginal mesh erosion at (B)(6) hospital.